Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion, pain, dyspareunia, infection, bladder perforations, urinary problems, voiding difficulties, urinary leakage when standing and incontinence. A cystocele repair and an excision of the mesh were performed.